Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified blood product. It was reported that during priming prior to pt use, an unspecified volume of blood leaked from an unspecified location at the bottom of the tubing set. The customer contact reported that the reported white cap was missing. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible cause for the customer reported missing white cap. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.